Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, skin necrosis at tip of nose, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a female patient. She was treated with a total of 1 ml of radiesse, along the dorsum of the nose and nose tip, on (B)(6) 2018. On (B)(6) 2018, also reported as 2 days after the radiesse® injection, the patient noticed a discoloration, described as a purplish discoloration most prominent at the nose tip extending to the rhinion. The clinic also reported lumpiness / possible abscess, under the area of discoloration, located mostly on the nose tip. Subsequently, the patient was diagnosed with a skin necrosis at nose tip area secondary to inadvertent intravascular injection. Corrective treatment included a debridement and h202 (hydrogen peroxide) irrigation. The patient was scheduled for daily follow-ups, for the next few days. The outcome of the event was reported as not resolved. In the opinion of the reporter, the events were highly probably related to radiesse.